Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a frayed grip cable. Additional observations not related to primary failure and not reported by customer were the following: the maryland bipolar forceps instrument had thermal damage on the bipolar yaw pulley and as a result, electrode was exposed. The instrument was also found with a nick on the conductor wire insulation. There was no missing material and no exposed internal wire due to the damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that, the maryland bipolar forceps instrument had frayed wires. There was no report of patient involvement.